Event description:
It was reported that on (B)(6) 2026, the core function of the three-way hemostatic foley catheter was to achieve compression hemostasis and bladder irrigation while draining urine, primarily to address bleeding caused by surgery or injury. But the patient's catheter was blocked after surgery. During the process of recatheterization, the balloon was found to be ruptured, the catheter slipped out, and a new catheter was immediately replaced and delayed the patient¿s treatment time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.